Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a follow-up, a manual shock was attempted, but not delivered. Device went to reset mode. An external shock was then applied. Firmware was downloaded, but device replacement was recommended. Device was later explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Bench testing revealed that a power-on reset occurred during hv therapy delivery. During testing, the hybrid was damaged and further testing could not be performed. The cause of the reset could not be determined.